Manufacturer narrative:
The user facility did not involve the local dräger s&s organization in the examination of the device and no further information could be obtained. The device history and actual state of the device is unknown. The manufacturer concludes that a case-specific evaluation is not possible due to insufficient information. It cannot be excluded that the suction procedure - which must be started by user command (key) - was falsely interpreted and perceived by the user. This suctions procedure is described in the instructions for use - the prematurely stop/cancellation of this procedure requires also a user command (same key). The case was closed due to insufficient information. H3 other text : device not available for investigation.

Event description:
It was reported that during use on a patient while performing a sputum aspiration the keys and touch screen of the device failed, i.e. Were irresponsive. As per report, the operators replaced the device in a controlled maneuver; no patient consequences have occurred.